Manufacturer narrative:
Follow-up #1: date of submission 09/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: a leak was found with the display lens. Moisture was observed behind the display and on the internal components of the pump. Unrleated to the moisture ingress, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.